Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, upon releasing the valve, the valve had embolized above the sino tubular joint (stj) in the ascending aorta. A second 23mm navitor vision valve was selected for implant using a new unknown flexnav ds. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in aortic direction appears to be due to the valve under-expansion. The reported surgical intervention was result of case-specific circumstances as another valve was implanted (valve in valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, upon releasing the valve, the valve had embolized above the sino tubular joint (stj) in the ascending aorta. A second 23mm navitor vision valve was selected for implant using a small flexnav ds. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.